Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the revel ventilator gave blower demand error while on patient. Furthermore, there was no patient harm reported.

Manufacturer narrative:
Result of investigation: vyaire medical was unable to confirm the issue - the vent gave blower demand error while on patient. Vent passed 114 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Vent passed initial final test using automated testing fixture which test the total functionality of the ventilator. Vent passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications. The blower demand exceeded alarm condition is not necessarily an indication of a vent failure. It is a safety measure taken by the vent when the blower motor current exceeds a safe level. This commonly occurs when the ventilator is delivering into a large leak in the patient circuit (face mask typically). It can also occur when the blower is seized. One condition is considered normal operation and the other is not. Since the ventilator checks out, no repair action is needed. Process ventilator thru service to meet all factory specifications.